Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information via patient's remote monitoring system that the implantable cardioverter defibrillator (ICD) along with a competitor's right ventricular (rv) lead exhibited high out-of-range (oor) pacing lead impedance. Boston scientific technical services (ts) advised bringing patient in for further evaluation. Further, patient indicated hearing tones and ts advised that this was most likely due to the oor rv pacing lead impedance. Additional information indicates that physician will monitor the lead for now. The cause was undetermined. The system remains in service. No adverse patient effects were reported.